Event description:
The file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to hypoglycemia (dates not provided). Per the pd registered nurse (pdrn), the adverse events were unrelated to a fresenius device(s) deficiency or malfunction. Subsequent attempts to obtain additional information (e.g., patient demographics, hospitalization data) have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the available information, the patient¿s liberty select cycler is disassociated from the adverse events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore (per the knowledge of this reviewer), the was no report of a fresenius device(s) and/or product(s) failing to meet user expectations or manufacturer specifications.

Event description:
The file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to hypoglycemia (dates not provided). Per the pd registered nurse (pdrn), the adverse events were unrelated to a fresenius device(s) deficiency or malfunction. Subsequent attempts to obtain additional information (e.g., patient demographics, hospitalization data) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.